Manufacturer narrative:
The log review confirmed that the customer turned off the pump module (channel a) after experiencing a "missing battery" alarm which was suspected to have occurred as a result of loose battery screws. During the investigation, it was confirmed with the customer that they had tightened the screws prior to returning the device to bd. The reported event could not be confirmed as the event could not be replicated during the investigation. The probable cause of the device shutting down was attributed to the user pressing the system off key after the alarm which occurred as a result of loose battery screws. The device was used for therapeutic purposes.

Manufacturer narrative:
The report of the device completely shutting down was not confirmed. Log results showed that on (B)(6)2019 at 9:11 pm, the pump module (channel a) continued to infuse after experiencing a ¿missing battery¿ alarm, suspected to have occurred as a results of loose battery screws. Seconds later, the user pressed the system off key, which shut down the system. The reported 120.4610 error code was confirmed during review of the error logs and was determined to have been a result of an inadequate battery charge. Based on logged events (such as the device being in maintenance mode just prior to the error), the error appears to have occurred during biomed testing while sequestered. Based on the log analysis performed during the investigation, no records were logged at the time of the reported incident (4:00 am). Only log records between 9:59 am and 11:18 am on 03 (B)(6)2019 were present. The alleged device shutdown event was identified as occurring on (B)(6)2019 at 9:11 pm. The error code 120.4610.0 (psp charge level low failure) was identified in the error log on 03 jul 2019 at 10:16 am, after two ¿battery very low¿ warnings were logged. Functional testing and a missing battery test confirmed that the battery will not lose contact with the battery connector assembly and cause a ¿missing battery¿ alarm when the battery screws are properly tightened. A battery run time test gave passing results, demonstrating that the battery is performing as intended, discharging after 3 hours during the test. No errors or malfunctions observed while testing. The cause of the device shutting down was determined to be the user pressing the system off key after a ¿missing battery alarm¿ (log only error code 120.4510.5). The error code 120.4610 was an incidental error resulting from an insufficient battery charge occurring during subsequent biomed testing while plugged in and sequestered.

Event description:
It was reported that device completely shut down while connected to a patient and while plugged in and sequestered it displayed "error code: 120:4610 (power supply processor)". There was no patient impact.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that device completely shut down while connected to a patient and while plugged in and sequestered it displayed "error code: 120:4610 (power supply processor)". There was no patient impact.